Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 252 mg/dl. During troubleshooting, found motor position encoder error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The motor passed the motor test. No motor error alarm and no excessive no delivery alarm noted. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. It was reported some information provided in with initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer did not have a motor position encoder error alarm in history.